Event description:
It was reported on (B)(6) 2015 that the patient was showing low impedance during an office visit that day. It was mentioned that the patient has done well with the device. Anterior/posterior chest and neck x-rays dated (B)(6) 2015 were received for the patient. Based on the images provided, the lead could not be assessed for lead fractures or discontinuities. No assessment can be made on the portion of the lead that is not visible behind the generator. The presence of a micro fracture cannot be ruled out. No further relevant information has been received to date.

Event description:
Information received on (B)(4) 2016 states that the patient's mother wants the revision but the hospital wants to wait it out and surgery will likely be rescheduled. Replacement has not occurred to date.

Event description:
It was reported that the patient had low impedance and was scheduled for a revision. Pre-op diagnostics did show impedance 600 ohms. The surgeon was going to take out the generator and leads and see if there are any visible signs of lead issue. While he was trying to take out the leads, the lead broke but he wasn't very tough with it to begin with so he's not sure if the broken part already had some issue to begin with or not. After he took out the lead, another part was seen that the outer insulation layer was broken and the inner wires were sticking out. The surgeon then proceeded to replace the lead. He left all the old helices on the nerve and implanted the new one on also. The explanted lead has not been received for analysis to date.

Event description:
Product analysis on the generator was completed and approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The lead and generator were received for analysis. Product analysis for the lead was completed and approved. During the visual analysis abraded openings were observed on the outer and inner silicone tubes and the quadfilar coils appeared to be exposed. The exposed conductive coils may be a contributing factor to the low impedance allegation. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. In addition, during the visual analysis of the returned portion the coil appeared to be broken ain multiple locations. The area on the remaining broken coil strand was identified as having evidence of a stress induced fracture with mechanical damage and no pitting. Determination could not conclusively be made on the fracture mechanism. Flat spots were observed on the coil surface. The slice mark found on the outer and inner silicone tubing, the abraded openings observed on the outer and inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. With the exception of the abraded openings on the outer and inner silicone tubes and the exposed and broken quadfilar coils, the condition of the returned lead portions is consistent with those that typically exist following an explant procedure. No other obvious anomalies were noted. Note that since the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead. Generator analysis is underway but has not been completed to date.